Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock and the patient presented to the emergency department. A pacemaker system with an epimyocardial lead was implanted in the abdomen in addition to the s-ICD system. This system was initially set to unipolar stimulation and was reprogrammed to bipolar stimulation during the patient's hospital stay. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock and the patient presented to the emergency department. A pacemaker system with an epimyocardial lead was implanted in the abdomen in addition to the s-ICD system. This system was initially set to unipolar stimulation and was reprogrammed to bipolar stimulation during the patient's hospital stay. This s-ICD remains in service. No adverse patient effects were reported.